Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes were damaged. The following was reported, "phlebotomist had a short draw, then noticed that some of the tubes had small imperfections or cracks in the top of the rubber portion of the stopper. Various samples of this lot number were pulled."

Manufacturer narrative:
Investigation summary: bd received one photo and samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for underfill and cracked stopper with the incident lot was observed. Evaluation/testing of the customer samples was performed and underfill and cracked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to underfill through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for and cracked stopper with the incident lot was observed. Further investigation activities regarding underfill have been conducted through a CAPA and the most likely root cause has been identified for the underfill. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to underfill. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #470822. Based on the investigation, the most likely root cause for the cracked stopper was determined to be related to a manufacturing issue. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes were damaged. The following was reported, "phlebotomist had a short draw, then noticed that some of the tubes had small imperfections or cracks in the top of the rubber portion of the stopper. Various samples of this lot number were pulled''.